Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, a scratched case, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 83 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.